Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 34 occurrences of containing foreign matter, one occasion of molding defects, 94 cases of incorrect label information, and 32 instances of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x14, deformed tube x1, defective marking x94, dirty shield x2, black spot in tube x1, dirty tube x17, air bubbles in gel x32.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 34 occurrences of containing foreign matter, one occasion of molding defects, 94 cases of incorrect label information, and 32 instances of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x14. Deformed tube x1. Defective marking x94. Dirty shield x2. Black spot in tube x1. Dirty tube x17. Air bubbles in gel x32.